Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve had flow issues. The following information was provided by the initial reporter: the customer complained that when using smartsite for ns infusion, the pump alarmed because the flow rate is lower than 3ml per second. However, the catalogue indicates that the maximum flow rate is 10ml per second. Additional information received from the customer: can you confirm if any patient were impacted by the event? No. Can you confirm if any serious injuries occurred to the patients due to the event? No. Can you confirm the current health status of the patients? No info received. Please confirm when the fault was identified during priming or during infusion? If during infusion, how long into the infusion? During injection, when injected 3.6ml, the injector alarmed. Please confirm the infusion set-up ¿ gravity or pump, height of infusion line, entry point to patient, infusion rate and pressure, infusion line set-up (other extensions or accessories) etc? Not applicable please confirm the make and model of the connecting product(s)? Power injector, user refused to disclose the brand and model. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No. Was there an under infusion? Not applicable. Please provide the model and serial number of the bd pump in use at the time? Not applicable.

Manufacturer narrative:
Investigation result: one 2000e sample was received without packaging for investigation; some residual blood was present within the connector. The customer reported that the affected sample was from lot 24075143 and "when using smartsite for ns infusion, the pump alarmed because the flow rate is lower than 3ml per second." A visual inspection of the returned samples revealed no product defects or manufacturing issues that could have contributed to the customer's reported experience. Functional testing was conducted by priming and flushing the device using a 50ml bd plastipak syringe. No flow restrictions or obstructions were observed during this process. To further assess performance, additional testing was carried out to verify the smartsite's flow rate; a full 50ml syringe was connected to the smartsite, and attempts made to flush the syringe within 5 seconds. The testing successfully emptied the syringe within 5 seconds, confirming that the smartsite could achieve the flow rate of 10ml/s. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 24075143 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note, previous complaints for flow restrictions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that reports of this nature against products in the smartsite product family are rare and have been occurring at a low frequency within the last 12 months.

Event description:
No additional information.